Event description:
It was reported by the device nurse that the physician did "the worst suture job that she had ever seen." The device was "poking out" of the patient's chest and she did not like the way it looked. The nurse made the physician revise the pocket. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4592-53, implantable pacing lead, (B)(6) 2002; 694765, implantable tachy lead, (B)(6) 2008. (B)(4).